Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was overheated and every time replace battery had to redo time and date and reprime. Customer¿s blood glucose level was unknown. Customer also reported that they received insulin pump was next to body and temperature outside hot and humid. The device will not be returned for analysis.